Event description:
A fresenius field service technician (fst) was called onsite when a user facility biomedical technician (biomed) reported that a dry acid mixer was not filling. The fst found damage to the fill valve and replaced it. There was then no power to the machine so the control console was also replaced. The machine functional tests were completed and the machine was returned to service. There was no patient involvement regarding this issue. The samples were returned to the manufacturer. Upon physical evaluation, evidence of thermal damage was identified on the returned fill valve.

Manufacturer narrative:
Plant investigation: the fill valve and the control console were returned to the manufacturer for physical evaluation. An exterior visual inspection of the fill valve revealed thermal damage to the coil and cracks in the casing. Resistance measured across the hot and neutral terminals of the valve was found to be shorted. An exterior inspection revealed no damage to the control console. The control console failed fill operations when attached to a control console test fixture. An internal inspection of the control console revealed no damage. The fill valve relay failed to function when the control console¿s display board was tested with a display board test fixture. The failure was traced to a defective switch in relay k1. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.